Event description:
A report was received that the patient underwent an explant procedure due to a staphylococcus infection. The patient was administered antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2366-50, serial # (B)(4), description: linear 3-6 lead, 50cm; model # sc-2218-70, serial # (B)(4), description: linear st lead, 70cm; model # sc-3354-25, serial # (B)(4), description: w4 splitter 2x4-25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to a staphylococcus infection. The patient was administered antibiotics.

Manufacturer narrative:
(B)(4)